Event description:
Robotic cautery spatula was used to divide up a uterine fibroid so that it could be removed vaginally. During division of specimen, there was arcing from the spatula over the protective sheath to the plastic portion of the instruments where the cables for articulation are located. The plastic on the end of the robotic cautery spatula was damaged, appears charred and melted. No harm to pt as fibroid had already been dissected away from pt.